Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions, the c-arm moved unexpectedly during a patient exam while positioned at 90 degrees for a left true lateral tomosynthesis exposure. The user site reported that the c-arm shifted from approximately 90 degrees to 92 degrees while the patient was in compression and that the movement was visible. It was reported by the user site that after the shift occurred, the system shut down. No patient impact or injuries were reported, and exams were completed in another room. A hologic field service engineer (fse) investigated the device and found that the c-arm was moving slightly during tomosynthesis at 90 degrees. The fse inspected the vertical travel assembly (vta) and reported that no loose bolts or vta movement were found. The fse reported that the c-arm brakes were sticking during the tomosynthesis sweep at 90 degrees, causing the system to shut down. Both c-arm brakes were replaced by the fse, and all required checks and calibrations were performed. Following repair, the fse reported that no errors occurred during testing and the system was verified to be operating according to manufacturer specifications. No further information is currently available.